Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt received multiple inappropriate shocks due to noise. The egm indicated several of the noise episodes begin as appropriate treatment for vt. Rv lead impedance has been historically low. No noise was observed during isometric and positional testing. The physician opted to reprogram and performed a dft. Dft was successfully performed with new parameters. Lead remains implanted.